Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. And additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The retain sample was examined. Components were present, assembled properly and consistent with product specification requirements. There was no evidence of any mfg defect. Components used were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue.

Event description:
It was reported that a female patient had a patella knee replacement on (B)(6). The patient had the dressing applied postoperatively and had a reaction to the product. The patient was given antibiotics and analgesics and complained of a generalized itching postoperatively and was given an antihistamine. The nurse described the patient as having a "reactive" skin and specific discomfort under the adhesive part of the dressing. The skin looked red and was uncomfortable everywhere the adhesive had contacted the skin. Patient has subsequently been discharged home.